Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168392 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 168392 and test base part number 95-430h/lot 164484. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168392 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The user reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab and generated a positive result. Repeat testing was performed with the binaxnow¿ covid-19 antigen self test performed on a direct tested nasal kitted swab and again generated a positive result. Pcr confirmation testing was performed at urgent care and generated a negative result . The user stated their health care provided instructed them to quarantine since experiencing symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.